Manufacturer narrative:
Breast mass excluded per clinicians update on (B)(6) 2019. Updated device evaluation summary: during visual evaluation a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipments necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019 additional information received indicated that the patient had the implant removed on (B)(6) 2019. On 10/31/2019,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation a crease was observed in the anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: left-mentor memorygel, 200cc, silicone breast implants, catalog number: 3502004bc, sn #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 200cc, silicone breast implants which the right side ruptured,and was confirmed by the physician. Report indicated that the patient found a lump in her breast and her primary care doctor confirmed there is a lump. The ultra sound and mammogram confirmed the right side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.